Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump pocket became infected. The pocket site had become warm, tender and edematous. Pocket fluid was aspirated and cultured on an unknown date. Antibiotic treatment was necessary. As a result of the event, explant was required. The pump and partial catheter were explanted. Aerobic and anaerobic cultures were taken from ¿both sites¿ however, it was also indicated the culture source was the device pocket only. The device would not be returned. The device system was used to deliver fentanyl and bupivacaine. It was later reported that it was too early to obtain information regarding the cultures since they were taken less than two days ago. The cause of the infection was unknown and the reporter didn¿t know how the patient was doing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the date of onset or diagnosis of the infection was (B)(6) 2013. The primary location of the infection was the device pocket. The signs/symptoms of infection included swelling, pain and tenderness. Perioperative antibiotics had been administered to the patient and it was noted that the last refill occurred on (B)(6) 2013. As treatment for the infection, the patient was given oral antibiotics (cephalexin) and underwent total device system explant. The infection reportedly resolved and there had been no drug withdrawal.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the result of the culture was positive for gram-negative bacilli. It was not known how the patient was doing because she chose not to re-implant the pump.